Manufacturer narrative:
Based on the additional information received from the surgeon and stryker representative it was confirmed that only 2 out of 10 screws involved in this event displayed alleged locking issues. The device did not malfunction or contribute to the reported failure and therefore was concluded as concomitant. The device in this MFR report should not have been reported to the FDA.

Event description:
As reported: "when screwing in a 2.7 dr screw, it did not block and could be turned. Replacement was available." Additional information: "yes, it has been pre-drilled. The bone quality was very poor." Surgical delay of 2 minutes not longer. No other consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when screwing in a 2.7 dr screw, it did not block and could be turned. Replacement was available." Additional information: "yes, it has been pre-drilled. The bone quality was very poor." Surgical delay of 2 minutes not longer. No other consequences reported.